Manufacturer narrative:
The field service engineer replaced all electrodes, cleaned the flow path, and changed pinch tubing. The investigation determined the issue was consistent with mis-sampling. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 23 patient samples tested with ise indirect na for gen.2 and 10 patient samples tested with ise indirect ci for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The samples were repeated and corrected reports were issued. Refer to the attachment for all patient data. It is not known if samples labeled 1-10 tested for sodium are the same samples labeled 1-10 tested for chloride. The na and cl electrode lot numbers and expiration dates were requested, but not provided.